Event description:
A venous cannula for mitral valve surgery has a plastic ring on it near the distal end. It takes a lot of force to move it. When the venous cannula was introduced it has the plastic ring on it. When it was removed, the plastic ring was not found. The heart, sterile field and operating room was searched. The plastic ring was not found. So far, there has been no harm to the patient.